Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing medical records. The plant investigation is in progress. A supplemental medwatch will be submitted with additional relevant information

Event description:
A facility medwatch was received reporting two events of suspected dialyzer reaction during hemodialysis (hd). However, during follow up with the facility¿s registered nurse, it was learned there were three events. It was reported the patient experienced ¿feeling funny¿ on (B)(6) 2016 shortly after initiation of treatment. According to the report, the patient became unresponsive to verbal or painful stimuli and required three cycles of cardiopulmonary resuscitation (CPR). The patient regained consciousness and began vomiting. Pre-treatment blood pressure (bp) was reported to be 166/95, pulse 80. Treatment was started at 11:27 am. Bp was 157/65, pulse 82. At 11:30 am, the patient became symptomatic. Bp was 150/70, pulse 85. Treatment was discontinued. At 11:45 am, bp was 142/67, pulse 87. The patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital overnight, was dialyzed successfully and discharged the following day. The rn did not know which dialyzer was used for the hospital treatment. The patient returned for his next scheduled outpatient hd treatment on (B)(6) 2016. Shortly after treatment initiation, he complained of chest pain and was diaphoretic. The treatment was terminated and the patient was transported to the hospital via ems. He was not admitted but was dialyzed without issue on an unknown dialyzer and returned home after treatment. The patient presented for his next scheduled outpatient hd treatment on (B)(6) 2016. Within minutes of initiation of dialysis treatment, the patient complained of chest pain, was diaphoretic and red faced. The patient was disconnected from treatment and sent via ems to the hospital for suspect allergic reaction. He was not admitted but again was dialyzed with an unknown dialyzer and discharged home. The patient was changed to a baxter dialyzer on (B)(6) 2016 and was dialyzed without further issue. He continues on hd with the baxter dialyzer without event. The rn reported the patient had used the fresenius dialyzer for approximately 1.5 years without issue. After the (B)(6) 2016 event, the patient disclosed he had been self-medicating prior to hd with benadryl for anxiety and had discontinued use approximately two weeks prior to the (B)(6) 2016 event. The dialyzers were discarded and are not available for return to the manufacturer. A total of three medwatches will be submitted.

Manufacturer narrative:
Clinical investigation: physician notes on (B)(6) 2016 indicate the patient was admitted with acute syncopal event. It was thought that the syncopal event was likely secondary to hypovolemia and/or cardiac induced. The patient stated he had been instructed to stop taking his bumex, lisinopril and coreg on his scheduled hemodialysis days. Despite this, the patient forgot he was supposed to stop taking his coreg the morning of his hemodialysis runs. Physician notes on (B)(6) 2016, it was felt that the patient¿s syncope was a hypotension episode suspected to be due to dialyzer reaction. Patient reported to the dialysis clinic on (B)(6) 2016 that he used to take benadryl each day before hemodialysis treatments and stopped taking it approximately a few weeks before these events. On (B)(6) 2016, dialysis notes reveal the patient¿s recent difficulty with ultrafiltration likely multifactorial including intolerance to the filter and catheter use. It should be noted the dialysis catheter is not a fresenius manufactured product. The patient was changed to a hypoallergenic filter (baxter exeltra high flux dialyzer 170). The patient was treated without difficulty on (B)(6) 2016. Patient reported he had several episodes of a similar circumstance. Medical records reveal patient had been admitted for a similar event in (B)(6) 2015 . Medical records do not contain records for this event. Medical records reveal patient did have a reaction during hemodialysis with the 180nre optiflux dialyzer. It is not certain if the patient¿s use of benadryl masked previous symptoms or if this is a new sensitivity to the dialyzer. Patient¿s non-compliance with stopping coreg on days of dialysis could likely have contributed to the patient¿s syncopal episodes, as well. It should be noted, cardiac arrest was never confirmed at the hospital. Hospital records diagnose patient with ¿reported¿ cardiac arrest. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event.